Event description:
It was reported by a patient's mother that the patient had been experiencing seizures that were causing him to act violently towards others. It was also reported that the patient had a history of these seizures from over 10 years prior to the initial report. Follow-up with the patient's neurologist was performed and the patient's vns device was reportedly functioning properly as intended on (B)(6) 2016. No additional relevant information has been received to date.